Event description:
It was reported that the ilet user experienced prolonged hyperglycemia, with cgm readings up to 401 mg/dl and a confirmatory glucometer value of 392 mg/dl, after eating baked chicken, french fries, and green beans without a meal announcement; the user was walked through a full supply change during follow-up. Symptoms included hyperglycemia, lethargy, polydipsia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement, and the device component implicated was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.